Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the light of the subject device flickers in and out. The issue was found during set up/inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information and results of the final investigation. The device was not returned to olympus for inspection; therefore, the reported malfunction could not be confirmed. Based on the completed investigation, the root cause of the reported malfunction could not be definitively determined. Should any additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
There is no additional information provided by the customer.